Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Event description:
Patient was revised to address tibial subsidence, and the femur had compressed proximally, causing mobility to be highly limited and loosening of tibial and femoral components at both interfaces, with the manufacturer of the cement used at the time of original implantation being unknown. Osteolysis and poly wear and chipping of the tibial insert were also reported.